Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. An ezprime operation was performed with no issues noted; the units remaining were correctly calculated and recorded in the pump history. A review of the total daily dose history indicated insulin delivery totals correctly reflected programmed values. The alarms noted in the pump history were indicative of typical use. There were no boluses observed in the black box that were not programmed by the user. The pump was exercised for 29 hours with no delivery issues occurring; no unprogrammed boluses occurred during testing. Investigation revealed that the keypad was peeling below the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Evaluation revealed that all keypad buttons required excessive force to press and no hypersensitive keys were observed. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient feels she "overbolused" her insulin due to the alleged keypad issue. Reportedly, the ok, up and down buttons are sticking. As a result of the reported issue, the patient took orange juice to overcome her "low blood glucose." During troubleshooting, the animas representative noted the animas pump reverts to the previous and the patient could not maneuver through the settings. The issue was not resolved with training. The animas product will be returned for investigation. The patient has gone on the backup plan. This complaint is being reported because the patient allegedly received treatment suggestive for hypoglycemia after the keypad issue began.